Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. Product performance engineering reviewed the incident information, however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that when the balloon catheter was advanced toward the lesion the device met resistance with the calcified anatomy causing the reported resistance during advancement. Additional manipulation and/or inadvertent mishandling of the device during advancement against resistance likely compromised or damaged the balloon resulted in the reported balloon rupture during the inflation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a calcified lesion in the mid right coronary artery. A 3.50 x 12 mm nc traveler rx balloon dilatation catheter (bdc) was advanced with resistance from the lesion for pre-dilatation. The balloon of the bdc ruptured on the first inflation at 8 atmospheres. The procedure was successfully completed with a 3.50 x 12 mm non-abbott bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.